Manufacturer narrative:
Concomitant products: dtba1d1 ICD 2015-01-12 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to receiving shocks from their device. The device was interrogated and it was noted that the right ventricular (rv) lead had a lead integrity alert (lia) triggered for inappropriate shocks, high and undefined pacing impedance, high rate non sustained episodes, and oversensing of noise. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.